Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material # 10012866 , batch # 24019396. It was reported by customer that 1.2 micron filtered tubing sets are backing up with nicu patients. Verbatim: rcc received a complaint via phone. Pir attached. 1.2 micron filtered tubing sets are backing up with nicu patients.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was back flow could not be verified due to the product not being returned for failure investigation. A device history record review for model 10012866 lot number 24019396 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.